Event description:
It was reported that during a laparoscopic gastric bypass procedure, leakage from trocar was found after instruments had been used, leakage was found both with or without instrument in place in trocar. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? Yes. If so, did the noise prevent insufflation? Please describe the noise. When there was a noise, the trocar was leaking. The noise was wheezing and whistling. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Not in this case. What was the gas consumption rate or volume (liter/minute)? About 300 liter. Were you able to identify where the leak was coming from? From the opening of the trocar. Was a device inserted in the trocar during the leaking? If so, what device? The problem only came up when 5 mm instrument where used, all kind of 5 mm instrument. When 10 mm or 12 mm instrument were used there were no problems. Was any torque being applied to the trocar or device? No.

Manufacturer narrative:
(B)(4). The analysis results found that devices (a, b, c) were returned in good condition. In an attempt to replicate the reported incident, each device was functionally tested to detect any leaking issues. Upon evaluation of each device, it was functionally leak tested and passed. Each device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The devices did not have obturators. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.